Event description:
Manufacturer received pt's explanted pulse generator and lead with no reason for explant. Follow-up with treating physician revealed that pt had expired, but the cause of death was unk. Sudep evaluation performed by nurse and death was classified as a probable sudep. Good faith attempts were made with treating physician for further info surrounding the pt's death, however, no replies were ever received. Analysis of the generator and lead found that both devices were operating within specification.